Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced device discomfort due to migration and movement of their drg ipg. Reportedly, the issue was suspected to have occurred after the patient was attempting to stand up. Subsequently, a physician consult was scheduled for further evaluation. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein a new pocket was created to house the original drg ipg.